Manufacturer narrative:
This report contains correction in section b1 adverse event/product problem, b2 outcomes attrib to adv event and h1 type of reportable event.

Event description:
It was reported that this programmer was unresponsive during threshold testing. It was noted that there was no response from touch screen on programmer, several attempts were made however there was no success. The patient reported asystole and was completely pacemaker dependent and programmer continued to try pace at 0.6v at 0.4ms. This programmer was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section h11: the device was not returned for product analysis. Boston scientific performed an investigation with the available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the programmers liquid crystal display (lcd) touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientific investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis. This report contains correction in section b1 adverse event/product problem, b2 outcomes attrib to adv event and h1 type of reportable event.

Event description:
It was reported that this programmer was unresponsive during threshold testing. It was noted that there was no response from touch screen on programmer, several attempts were made however there was no success. The patient reported asystole and was completely pacemaker dependent and programmer continued to try pace at 0.6v at 0.4ms. This programmer was expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this programmer was unresponsive during threshold testing. It was noted that there was no response from touch screen on programmer, several attempts were made however there was no success. The patient reported asystole and was completely pacemaker dependent and programmer continued to try pace at 0.6v at 0.4ms. This programmer was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem. This report contains additional information in section h11: the device was not returned for product analysis. Boston scientific performed an investigation with the available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the programmers liquid crystal display (lcd) touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientific investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis. This report contains correction in section b1 adverse event/product problem, b2 outcomes attrib to adv event and h1 type of reportable event.

Event description:
It was reported that this programmer was being used to interrogate a device prior to the patient undergoing a procedure. During the sensing test, no r waves were noted at 30 beats per minute. As such, threshold testing was initiated via this programmer. Once the test reached the threshold level where loss of capture was noted, an attempt was made to end the test by pressing the appropriate button on the programmer screen. The touchscreen did not respond, and the pacemaker dependent patient experienced asystole and was unstable and unresponsive. A magnet was placed over the device site to initiate asynchronous pacing at 100 ppm, and the patient was stabilized. This programmer is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis